Event description:
The customer called because she was receiving an error message after applying blood to the glucose test strip. When first turning on the device, the code number displayed does not match the code on the key. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.